Event description:
The hcp reported that the patient was experiencing lack of symptom suppression and pulsating down his arm that had begun two days earlier. The hcp reported that thee had been no trauma or falls. The impedance cases with 4, 6, and 7 were all>4000, <15ma. The bipolar matches were all okay, except for anything paired with 6 or 7 which were all >4000, <15ma. The hcp is considering further troubleshooting. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153200702637.